Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): the instruction manual operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the finding in b5, the evaluation found the customer's allegation was confirmed due to a broken forceps base in the insertion section. Also, the evaluation found the following: cracking of the curved rubber bonding part of the insertion part; cracking of the curved rubber bonding part of the insertion part; curved rubber bonding part cloudy; operation part grip scraped; soft tube redomex; scope connector side, red mark; scratches on the soft tube at the insertion site; wrinkles on the soft tube at the insertion site; tip cracked lighting lens; peeling off the tip of the lighting lens' glued part. The foreign object coming out of the suction channel has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair. According to the customer, it was not known when the foreign material adhered to the endoscope. The customer did not know what the foreign material was. There were no abnormalities in the accessories used for reprocessing. The customer did aspirate the water through the instrument/suction channel. The instrument channel, instrument port, and suction cylinder were brushed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the duodenovideoscope had defects in the whole distal end and cover (uncomfortable when inserting the hood). The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the foreign object came out of the suction channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.